Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel during an unspecified procedure. Reportedly, the sheath did not split as expected and the clip was deployed at the distal end of the sheath. The device with the clip attached was removed from the anatomy and hemostasis was achieved using manual compression. There were no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.